Event description:
It was reported that the patient was hospitalized on (B)(6) 2026. Blood glucose values were reported to have reached 156 mg/dl while wearing the pod longer than 48 hours. Symptoms reported include vomiting and feeling sick. The patient stated that healthcare professionals diagnosed diabetic ketoacidosis. The patient was treated with insulin drip. The patient did not provide date of discharge.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported event. Lot release records were reviewed and the product lot met all acceptance criteria. Locked down smartphone: phone_control_ios, omnipod software app version: 2.1.0, operating system: 26.4, hardware: iphone17.2, cgm sensor type: dexcom g7. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.